Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for routine follow-up low, out of range, hv lead impedance was noted on the right ventricular lead. The impedance measurements during manipulation and isometrics were normal. A chest x-ray and further evaluation is planned. The patient was in good condition.